Manufacturer narrative:
Recall 1627487-12192011-003-r. This ipg serial number is included in a field advisory. Eval: results: a visual inspection of the ipg found normal instrumentation markings with no damage to the casing or header. The ipg was electrically tested and failed. Minimal destructive analysis of the ipg header found feed through wires were broken. The damage to feed through system appears consistent with the complaint of stimulation loss. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05069. The pt received his scs system (B)(6) 2009 including two percutaneous leads (from the same lot) and an ipg. It was reported the pt had lost stimulation. X-rays were taken and revealed both leads had migrated. Both leads were explanted and replaced. The doctor elected to explant and replace the ipg. There were no known issues with the ipg.